Event description:
The facility reported a pump that does not hold a charge. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the pump's batteries that will not hold a charge was confirmed. Inspection of the device found that the pump's batteries were depleted and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.